Event description:
Shiley disposable cannula low pressure cuffed tracheostomy tube - 8 dct- had an inflatable cuff failure after 2 months of use. The cuff would not stay inflated. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: ventilator pt.